Event description:
It was reported that (1) device was used during a digestive procedure. It was reported by the affiliate that the er320 clips would not close. Another device was used to complete the case. There was no consequence to the pt.